Event description:
In 2008, the patient reported he received an e4 (occlusion) error on his insulin infusion device when he tried to bolus 4.5 units of insulin. He said he received the e4 after 3.7 units of insulin was delivered. He then bolused another .5 units to complete the bolus. He stated his current blood glucose reading is 340 mg/dl with no symptoms. He stated he changed his insulin infusion headset this morning, and his tubing has been in use for 4 days. To troubleshoot, the patient was instructed to disconnect from his headset and bolus 5 units of insulin through the tubing. No insulin flowed from the tubing. He was instructed to prime the infusion set and eventually insulin dripped from the tubing. The patient reconnected to his headset and bolused. The patient called back the same day and stated he received another occlusion message while trying to bolus for dinner. He was instructed to disconnect from the headset and run a 3 unit bolus which went through without error. The patient was advised to change his headset and, when he went to remove it, he discovered the cannula was bent. He stated he does have some scar tissue. The effect of scar tissue on insulin absorption and cannulas were discussed with the patient. A complimentary infusion set insertion device and a guide to infusion site management were sent to the patient. The patient's current reading was 185 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.